Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Products were received and evaluated. Visual inspection of the returned modular head revealed no obvious damage, wear, or deformation apparent. One minor nick near the face of the mod head and a few minor scratches are only damage present. Polished surface, etch, and taper appear to be in pristine condition. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 0001825034-2017-00643 and 0001825034-2017-00644).

Event description:
It was reported that the patient was revised due to dislocation. No additional information provided.